Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek® 2 ast-xn05 ((B)(4)). The customer reported esbl test gave a false negative result on the ast-xn05 with the quality strain k. Pneumoniae atcc 700603. The customer performed the test twice from cos with a frozen strain. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to false negative esbl results with klebsiella pneumoniae atcc 700603 associated with the vitek® 2 v7.01 ast-xn05 card. The customer strain was not submitted so tests were performed the biomerieux internal reference strain atcc 700603. The isolate was subcultured on tsab with o2 atmosphere condition as recommended. ID testing: identification was confirmed to klebsiella pneumoniae ssp pneumoniae on the vitek 2 gn card with an excellent identification at 99%. Reference method: esbl screening test using combined discs was performed and a positive esbl resulted as expected. Product & system incriminated: vitek2 (v7.01) ast-xn05 card. Tests on internal reference strain k. Pneumoniae atcc 700603. Testing performed on cards from the customer lot 1480243203 (cl) and cards from a random lot 1480327103 (rl). Results: esbl test is positive on all ast-xn05 cards tested. Conclusion: vitek 2 gn cards are performing as expected for this strain, suggesting a possible customer strain related issue.